Event description:
It was reported that during disconnection, the organox metra device exhibited a stuck portal vein pinch valve. The pinch valve did not move at all when perfusion was stopped for disconnection. There was no impact to the patient, procedure, or liver as the liver had already been removed for transplant.

Manufacturer narrative:
The reported device was evaluated, and the reported event of a stuck portal pinch valve was confirmed. The pinch valve contained dried ingress which was preventing proper movement. The valve was replaced and subsequently, the device passed all applicable testing. The root cause of the issue was determined to be dried ingress in the portal pinch valve.

Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.